Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had audio anomaly. The customer's blood glucose level was 155 mg/dl. The customer reported that the insulin pump kept beeping every 5 minutes. The customer reported that there was nothing displayed on the screen. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. The customer reported that the insulin pump alarmed low reservoir. The insulin pump will be returned for analysis.